Manufacturer narrative:
The suspect device lot number and manufacture date is provided.

Event description:
A medtronic representative reported that the site's open spine clamp will no longer tighten. The screw is allegedly stripped. This issue was noticed during cleaning, no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The suspect device lot number and manufacture date are unavailable at this time. No parts or files have been received by the manufacturer for evaluation. The site has chosen not to return the suspect clamp. They have removed it from service and are using another clamp they already had.